Event description:
My sensor keeps telling me to take it out because it could be dangerous for my health. How it happened: this is the 6th one now. Pt code: 4582. Device code: 2591. Ref reports: mw5180266, mw5180267, mw5180268, mw5180269, mw5180270.